Event description:
Patient reported left side "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the specification, creases fold and yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "incision has never been right, red rash, bubbles under the tissue, hard as a rock," and "capsular contracture," baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.